Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the left ventricular lead exhibited high capture threshold of 5.0 v at 1.0 ms. The lead was capped and replaced.